Event description:
A ventilator was returned to the manufacturer for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed the control pressure verify, monitor pressure verify, and proportional proximal verify tests had failed during testing. There were no foam particles found on the device. There were no repairs made to the device since the customer did not approve any repairs to be made to the device. Additional findings not related to the malfunction/issue were dust contamination in the blower box and rubber feet missing on the device.